Event description:
It was reported the epiq cvx ultrasound system was not available for an infant's unspecified surgery due to the s8-3t transducer causing an error when it was connected to the system. The surgery was completed without ultrasound imaging. The issue was found while setting up, prior to the procedure, and there was no reported patient or user harm associated with this event. The service engineer verified the transducer was causing a system error when connected and information was provided to replace the transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.